Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4068-58 implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing syncope, but the patient stated that consciousness was not lost. An atrial lead warning had tripped, but the value was consistent with the value at implant and was stable. The lead remains in use. No further patient complications have been reported as a result of this event.